Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure the tip of the catheter separated and was found on the guide wire. No further info could be obtained regarding the case.